Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. One clip was successfully implanted. To further reduce mr, an additional clip was inserted, but after several grasping attempts, a chordal rupture was suspected. Therefore, the physician decided to remove the clip and discontinue the procedure. Mr remained at a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported inability to grasp the leaflets. The reported tissue injury appears to be due to multiple grasping attempts. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design, or labeling.